Event description:
Additional information: it was reported that the cause of the event was due to a clogged catheter; occlusion of the distal segment. An x-ray was performed which revealed that the catheter was intact; however, a dye study was performed and aspiration could not be performed from the side port. A surgical revision took place but it was not clear what was revised. According to manufacturer device registry, a new catheter was implanted on (B)(6) 2013. The patient required hospitalization for the event. Patient outcome was reported as no injury. The device was used to deliver compounded baclofen.

Event description:
A pump performance issue was reported. It was noted that the patient has been "very" spastic for "maybe" a month before the report. It was also noted that "the doctor noticed that it just wasn't refilling the way it should," and that "some" volumes were "probably" off and the patient was going to have the pump "looked at" at the end of the month, no appointment date was given. The device was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: 2008 (B)(6). (B)(4).